Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrilator (crt-d), which is part of the shortened replacement window advisory april 2007 population product advisory initially communicated on 4/5/2007, was explanted for normal battery depletion without allegation of premature battery depletion. There was no report of adverse patient effect.

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. All low voltage power supply measurements were currently within an appropriate range; however, final analysis concluded that the premature battery depletion was due to low voltage capacitor degradation, which resulted in a high current condition. This issue is discussed in the q3 2010 product performance report.